Event description:
A customer reported receiving a cartridge alarm 20a. There was no information provided regarding any impact on the customer's blood glucose level. There were no additional details available.